Event description:
Defective morphine pump removed by dr. Per m.d. Op note - " pt states they have never had any significant improvement despite multiple reprogrammings. In addition, the pump is bothersome due to its size and they desire it to be removed."